Manufacturer narrative:
(B)(4). Date of initial report : 04/18/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws became sticky midway through the procedure. When they were opened, the tissue became damaged. The jaws were cleaned intermittently. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : 04/18/2016. Date of follow-up report : 06/21/2016. One used lf1737 was received for evaluation. The customer reported that the jaws became sticky during use. The reported condition was not confirmed. The investigation found no eschar on the seal plates. The device was activated on simulated tissue with satisfactory results. The jaws opened and closed properly when testing the latch mechanism and the jaws did not stick. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.